Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 35 mg/dl at time of incident. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with IV drip and glucagon. The auto mode feature was active at the time of incident. Customer was admitted to the hospital and was taken to emergency room. The insulin pump will be returned for analysis.